Event description:
The user facility reported a 71-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had cp support ongoing when the patient was undergoing pci for multivessel cad. The pump had to be removed because it kinked in small aortic anatomy. The flows were low and so the pump was removed and replaced.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the product damage has been completed. The pump was not returned for investigation. Data log shows the low pump flow with active suction alarm. No abnormalities were reported related to motor current trend or positioning issue. As per the clinical notes, patient's ascending aorta was noted to be extremely short, tortuous and calcified. A tight bend was noted on the cannula near the outlet cage. The replacement pump had same issue. The cause of the product damage which led to the low pump flow issue was most likely related to the patient anatomical condition, which caused the bend in the pump cannula, resulting in low pump flow. Added h6 impact code 4629 corrections to the initial MFR report: d4 model number added d6a/d6b f6/f8 should have been left blank.